Event description:
The customer received signal 1 errors for 3 patient results on an advia centaur xp instrument during the same sample run. The assay tested was (B)(6). The (B)(6) for these results were (B)(6). Index results were "error". Results transmitted to the lis were (B)(6). The results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the transmitted results as (B)(6).

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and found no issues. The misreported results were due to the lis misinterpretation of an error result for a sample when there is no result calculated due to a signal 1 error on the system. The instrument is performing within specifications. Further evaluation of the device is not required.